Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak identified in the patient line of the homechoice cassette. It was further reported the leaked occurred at the luer connection with the hose. This occurred during use of the device for peritoneal dialysis therapy. The were no holes or slices in the patient line. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The reported condition of leak was not verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.